Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect user interface module (uim) component would be replaced by the device trained customer. However, the customer has not requested a return good authorization (rga) for the suspect uim for a manufacture analysis. At this time, vyaire medical has not received the suspect uim for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported an intermittent distorted (fuzzy) user interface module (uim) display on this ventilator device. The customer reported that there was no patient involvement with this event.